Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was crack in the venous port of the dialysis catheter. There was leakage of blood during dialysis and bubbles appeared. The catheter was pulled and replaced with a new port of short-term catheter ((B)(4)).